Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that he was hospitalized due to a low blood glucose. The blood glucose reading at the time of the event was 11 mg/dl. The customer was treated with intravenous dextro. The customer was wearing the insulin pump at the time of the event but was not involved in a vehicular accident. The customer was still in the hospital at the time of the report and the blood glucose was brought up to 380 mg/dl. The drive support cap appeared normal and recessed. The reservoir showed the same amount of insulin as what was shown on the status screen. The bolus history showed that there were two boluses within 15 minutes of each other.